Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight at 173,888 joules of use. The pt's outcome was reported as "fine".

Manufacturer narrative:
(B)(4).